Event description:
It was reported that the healon cannula disconnected from the syringe during the intraocular procedure. An intraocular injury occurred and resulted in the patient requiring a vitrectomy procedure.

Manufacturer narrative:
(B)(4) - the actual device was disposed at the hospital. However, retain samples from the manufacturing site were evaluated and revealed that the healon product met all manufacturing specifications. A review of the manufacturing records indicated that the functional test for all ten (10) samples indicated that they functioned as expected. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.